Event description:
Pt admitted to hosp with abdominal pain, nausea and vomiting in 05/2004. Pt was taken to surgery for emergent exploratory laparotomy. CT scan showed large amount of free air in abdomen which made physicians believe pt had a perforated viscous. Findings at time of surgery were distended small bowel, cloudy free fluid, old iud in omentum. There were no perforations, no inflammatory process or mass found in the pt's abdomen. MFR of iud is unk.